Event description:
It was reported the patient was in heart block and had chest pain. Device interrogation noted the right ventricular lead had triggered a high impedance warning with an impedance of greater than 3000 ohms. The epicardial lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.